Manufacturer narrative:
(B)(4). It was reported that patient underwent burch bladder suspension procedure (no mesh involved) on (B)(6) 2012 due to recurrent sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with ant post repair, bladder suspension, abdominoplasty, and liposuction cosmetic surgery due to cosmetic surgery combined with hysterectomy and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6)2013. No additional information was provided.